Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual and microscopic inspection confirmed that the dilator tip was damaged. Damage at the dilator tip was confirmed as the tip appeared torn and non-smooth. Streaks and burrs were noted along the dilator. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the tip of the dilator was observed to be damaged upon unpacking it out of the box. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device was received for analysis.

Event description:
The faradrive steerable sheath was selected for use during the pulmonary vein isolation procedure to treat atrial fibrillation (a fib). It was reported that the tip of the dilator was observed to be damaged upon unpacking it out of the box. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.